Manufacturer narrative:
Review of surgical images indicated air from laser pulses did vent into the anterior chamber from the arcuate incision site. One of the localized imaging markers failed due to blocked imaging from the patient's anatomy. Noted that the patient's cornea is thin. Lensar cas reviewed findings with surgeon, and patient is recovering as expected with no complications or long term effects. No additional procedures were necessary, as they hydrated the surgeon incision site to seal. No device malfunction was found.

Event description:
On (B)(6) 2017, the doctor reported that one of the patients had a perforated cornea from an ak incision done on the laser. The doctor said that two ak's were completed and one of the ak was perforated.

Manufacturer narrative:
Review of surgical images indicated air from laser pulses did vent into the anterior chamber from the arcuate incision site. One of the localized imaging markers failed due to blocked imaging from the patient's anatomy. Noted that the patient's cornea is thin. Lensar cas reviewed findings with surgeon, and patient is recovering as expected with no complications or long term effects. No additional procedures were necessary, as they hydrated the surgeon incision site to seal. No device malfunction was found.

Event description:
On (B)(6) 2017, the doctor reported that one of the patients had a perforated cornea from an ak incision done on the laser. The doctor said that two ak's were completed and one of the ak was perforated.